Manufacturer narrative:
The alleged broken smi-02ap is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The service history of this device was reviewed and no information was found. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that during pre-op testing for a rotator cuff procedure on (B)(6) 2018 the smi-02ap, spectrum autopass suture passer, bottom jaw broke. There was a 2-minute delay in the procedure; however, the procedure was completed with the use of another smi-02ap device. There was no patient involvement with this occurrence. This reporting is raised on the basis of a device malfunction with potential for injury upon reoccurrence.